Event description:
During a neurovascular procedure, the trufill dcs orbit complex 4x7 was attempted to be inserted into the aneurysm, but it was noted that the coil felt unusually loose and noted that coil was stretched. Add'l info has been requested, but to date no further info has been rec'd.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.